Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had powered itself off during a patient event. &#1288;e patient involved was reportedly feeling light headed and having shortness of breath when the customer was responding. While monitoring the patient, the device lost power and the customer was unable to restore power. After multiple unsuccessful attempts to restore power, the customer retrieved a backup device and continued patient care. The customer indicated that the patient did not need any defibrillation therapy. The patient did survive the event and did not suffer any adverse outcome.